Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the ac cord broken; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with the power cord broken was confirmed during evaluation. The cause of the reported condition was determined to be a cracked/broken power cord. The power cord was replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "damaged power cord." Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(4) 2010, (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(4) region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.